Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information it is unknown if a temporal relationship between the adverse events of nausea, vomiting, diarrhea and anemia and subsequent hospitalization for a gi bleed requiring multiple blood transfusions and ccpd treatment with the liberty cycler exists. However, the cause of the adverse events was most likely caused by the gi bleed which was the causal agent for the patient¿s low hgb and hct which most likely was responsible for the patients¿ complaints of shortness of breath. The elevated levels of bun and creatinine were related to the patients¿ reported non-compliance with pd therapy.

Event description:
During review of medical records, it was discovered that on (B)(6) 2018 the peritoneal dialysis patient was hospitalized due nausea and vomiting, diarrhea and anemia. The patient was reported to have had a poor appetite and weight loss, diarrhea intermittently for 2 weeks prior and was prescribed lomotil. The patients¿ nephrologist was notified that the patients¿ symptoms of shortness of breath worsened by lying flat, anemia, nausea and vomiting, and diarrhea. The patient was instructed to go to the emergency room (ER) as recent labs included a hemoglobin (hgb) of 5. The patients¿ medical records indicated the patient¿s hgb in the ER was 7. The patient received 2 units of packed red blood cells (rbc) on (B)(6) 2018 with a repeat hgb of 8.2. The patients¿ stool was occult positive. The patients¿ labs post the rbc given was hematocrit (hct) of 26.7 and potassium (k) 2.9 secondary to gastrointestinal (gi) bleed with a plan to replete. The patients¿ anemia was reportedly secondary to blood loss due to a gi bleed/hemorrhage. Patient continued continuous cyclic peritoneal dialysis (ccpd) during hospitalization. However, it was noted that the patient¿s elevated blood urea nitrogen (bun) levels was 90 and creatinine of 9.5 and a concern of possible pd failure was noted and the possibility of changing dialysis modalities to hemodialysis (hd). On (B)(6) 2018, the patient¿s bun level was 82 and creatinine was 6.9. The pd treatment had an increase of exchanges to 6 cycles per day of 1.5% solution, 2500 cc fill, 1 hour and 30 minutes dwell, and no last dwell. On (B)(6) 2018, bun level was 69 and creatinine 7.1; per the progress note the patient refused to proceed with hd therapy and the physician was skeptical about the patient adequacy of pd. Additionally, the patients¿ white blood cell (wbc) increased to 11.9 from 5.1 on admission. On (B)(6) 2018 the patient was to receive a blood transfusion of 2 units and be discharged to home.